Manufacturer narrative:
Additional information: information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. This product is not approved in the us. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that adhesive strength of leukostrip ass 38x4mm 76x6.4mm ctn 20 was too low, therefore product is no reliable. It is unknown if there was a patient involved.